Event description:
A complaint was received from a customer that reported missing segments from the display. While on the phone it was learned that most of "hundreds and units" digits were missing. A request was made to return the system for eval. In the meantime, a replacement unit was provided.